Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found solidified contrast within the balloon. The device was unable to be flushed due to solidified contrast within the balloon catheter. A demonstration 0.014 guide wire was advanced and resistance was experienced towards the distal end due to solidified contrast within the balloon catheter. The device was soaked for 5 minutes after which the device was able to be flushed. A 0.0166 patency mandrel was able to be advanced to the distal tip without difficulty. The guide wire was advanced to the distal tip and an attempt was made to inflate the balloon however the balloon partially inflated and a leak was noted at the proximal end of the balloon. Following microscopic inspection found a hole in the balloon. The event description and additional information indicated that the device was confirmed to be in good condition prior to use and that the device was successfully inflated and deflated during preparation. It is probable that the device was damaged during the clinical procedure causing the as reported event. It is likely that some procedural factors encountered during the procedure limited the performance of the device and contributed to the reported and observed issues. Therefore, it was determined that the reported event was related to operational context.

Event description:
Analysis of the returned device found that the balloon had a hole/perforation and leaked. There was no clinical consequences to the patient.